Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer did attempt to bolus greater than 1.0u/hr and his basal rate was less than 0.975u/hr. Advised customer that the device would be replaced. The blood glucose reading at time of call was 212mg/dl. The customer stated that he treated his glucose level by priming the pump while wearing the device. Explained to customer that this action is extremely dangerous to do and it should not be done anymore. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.